Event description:
The field service engineer (fse) while working on the device found the battery pca defective. There was no patient involvement. The field service engineer (fse) while working on the device found the battery pca defective. The battery pca needs to be replaced. Upon conclusion of the evaluation, it was determined that the battery pca requires replacement. It was replaced. The device passed testing and was put back into service.